Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the leak in the steerable guide catheter. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The steerable guide catheter (sgc) was advanced to the left atrium (la) and the dilator was removed. Aspiration was performed and a large amount of air was noted. There was no visible damage noted. The procedure was continued with the clip delivery system (cds). The leaflets were grasped however the mr was unable to be reduced therefore the clip was not implanted and the procedure aborted with the mr remaining at 3. There was no clinically significant delay in the procedure and no adverse patient effects.